Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had flipped and rotated 180 degrees. During the operation, the pump was rotated back to normal position and the physician noted the catheter had two abrasive points. One was directly behind the pump connector and the other directly by the sutureless connector to the spinal segment. As a result the pump connector was replaced and the pump remained implanted. No diagnostic testing or troubleshooting was required. The cause of the issue was not determined but the product issue was reported as resolved. There were no patient symptoms associated with this event. At the time of the report, the patient's status was reported as alive-no injury. It was initially reported that this device system delivered lioresal. However, it was later verified that it was not lioresal but baclofen from another manufacturer. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the catheter revealed the catheter body had dried drug, blood or a foreign material occlusion.